Manufacturer narrative:
Device is not available for investigation. If further information become aware a supplemental report will be provided.

Event description:
After g3 surgery, it was found the femoral head necrosis. After that the revision surgery to uha was performed.

Event description:
After g3 surgery, it was found the femoral head necrosis. After that the revision surgery to uha was performed.

Manufacturer narrative:
Evaluation summary: affected items were not returned for evaluation. A revision of the DHR could not be carried out as no lot-code was given. The risk analysis had considered necrosis; the estimated thresholds (s and o) were not exceeded. In this case it could only be referred to the affected literature. Due to reduced quality of available copies in the journal it was not possible to come to a reasonable assessment.